Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, it was determined that delay observed in carefusion coordination engine (cce) message processing causing communication lag. The technical support specialist (tss) dialed into the server and ran downtime query. Identified delayed cce messages and restarted relevant server services. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the application server failed to reboot following monthly patch maintenance. The client server team attempted to restore the system from a backup and snapshot but encountered difficulties during the recovery process. The customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.